Event description:
The customer reported that the system's left monitor was not displaying any image. This did not occur during a procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative was unable to replace the monitor because of lack of parts for the end of life system. The call was cancelled by the customer.